Manufacturer narrative:
Conclusion: the complaint investigation confirmed the balloon could not be removed from the sheath. The balloon of the returned sample is torn and bunched up. The tact is not in place. During the eval, we can confirm the tact was in place as the balloon cannot be completely mfg if the tact is not in place. The proximal end has been cut off and the sheath has been removed. The exact cause of the complaint is unk. It is possible the tact was not in place due to handling of the balloon. Prior to release, the balloons are 100% inspected. During this process every balloon is inflated, the od of the balloon is measured, and the balloon is submerged in a tub of water to verify that the balloon does not leak. A review of the mfg records indicated that all of the device specification and quality requirements were satisfied. The following is stated in the instructions for use in reference to this complaint type: the instructions for use states: before removing catheter from sheath, it is very important the balloon is completely deflated. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.

Event description:
Balloon would not deflated. Would not pull through sheath - used 60ml syringe to deflate.